Event description:
A 2-3 inch of the wire tip, utilized to access the mesenteric system via left femoral artery, broke off during the procedure. Procedural time increased by 25 minutes while wire was retrieved by snare.